Event description:
The customer reported a motor error alarm during the prime. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump has a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the occlusion, prime, excessive no delivery or displacement tests due to the motor error alarm.